Event description:
It was reported that the pt is in the us from (B)(6) for medical care. Report from mother via (B)(6) translator is that for a year plus after initial stimulation, it was felt that pt did receive benefit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.